Event description:
Distributor has informed that they have received this product broken some time after to be implanted.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental.